Event description:
It was reported the patient had their stimulator changed out 4 days prior to report due to abnormal battery depletion.

Manufacturer narrative:
Concomitant medical products: product ID 7495-51, serial# (B)(4), implanted: (B)(6) 2000, product type: extension; product ID 3389-40, lot# j0101948v, implanted: (B)(6) 2001, product type: lead; product ID 748251, serial# (B)(4), implanted: (B)(6) 2002, product type: extension; product ID 7426, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2014, product type: implantable neurostimulator; product ID 3389-40, lot# j0204946v, implanted: (B)(6) 2002, product type: lead. (B)(4).

Event description:
Additional information received reported the patient still had concerns regarding their device or therapy and they would contact their doctor or manufacturer representative.